Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip noted. Unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube. The insulin pump history download shows that between the dates (B)(6) 15 to (B)(6) 15 had a daily total of 14.1u to 16.5u a day. Bolus total was .5u to3.0u a day. Basal total was 12.725u to 13.6u a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the official cause of death is still pending; there is an ongoing investigation on the customer's passing. The caller did not know the customer's blood glucose at the time of passing. However, the last known blood glucose was 136 mg/dl, recorded on (B)(6) 2015 at 1:36 pm. The customer was wearing the insulin pump at the time of death. The caller was unsure about the customer's sensors use. The caller agreed to return the insulin pump for analysis. The insulin pump information could not be verified at the time of the call because the caller stated that the device was still at the funeral house. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Event description:
It was reported that the autopsy showed nothing and that the pathology who tried to find the blood glucose at the time of passing thinks that the insulin pump malfunctioned and delivered too much insulin.